Event description:
Same case as MFR#: 2134265-2010-01960. It was reported that during percutaneous transluminal coronary angioplasty (ptca), difficult advancing and removing occurred. The catheter of the sterling balloon would not advance over the choice pt guidewire. This occurred outside the body on the table. The physician had to pull `hard' to remove the sterling balloon. The procedure was completed with the same choice pt guidewire and a different sterling balloon. No patient complications were reported. Patient status reported as "okay".

Manufacturer narrative:
(B)(4) - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)